Manufacturer narrative:
Results: the lightning unit was plugged into a demonstration engine and showed a (solid red) system error. Conclusions: evaluation of the first returned lightning unit revealed a system error. This system error was likely the result of a loose connection at the pressure sensor within the switch (p1). If this connection becomes disrupted the system may trigger a system error. Evaluation of the second returned lightning revealed the unit would not power on. The unit housing was opened to reveal blood throughout. This damage is likely due to a leak within the lightning unit. If a strong positive pressure is applied to the tubing, a leak may occur. Penumbra lightning are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01545.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac vein and the inferior vena cava (ivc) using a lightning aspiration tubing (lightning) and an indigo system aspiration catheter 12 (cat12). During the procedure, while using the cat12 and lightning to aspirate thrombus in the target vessel, the lightning became occluded. The physician then gently flushed the lightning with a 60 ml syringe; however, the indicator light began flashing red. The physician was unable to flush out the thrombus; therefore, the lightning was no longer used in the procedure. Next, a new lightning was used; however, the indicator light began flashing red when blood reached the lightning unit. After power cycling the lightning unit, the indicator light turned white but never became green and it was reported that the device would not power on. Therefore, this lightning unit was no longer used in the procedure. The procedure was completed using a new lightning and the same cat12. There was no report of an adverse effect to the patient.